Manufacturer narrative:
Correction: on 5-jan-2026, it was noticed the "remedial action initiated type" and "FDA correction/ removal reporting no." Were inadvertently omitted from section h.device manufacturers only of the 3500a initial medwatch report. The information has now been added to the respective fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with qdot micro catheter and a varipulse catheter and the patient experienced transient ischemic attack (tia) with 5 minutes of vision loss in one eye. It was reported the varipulse was used to deliver 18 pulses to isolate the veins and posterior wall. A qdot was used to deliver 18 burns for mitral and cavotricuspid ishmus (cti) line (9 radiofrequency applications each). The patient was hospitalized on (B)(6) 2025 following episode on (B)(6) 2025, and the patient experienced transient vision loss in their left eye lasting for 5 minutes followed by partial recovery and complete normalization within half an hour. The patient had no other stroke-like symptoms. The patient had an extensive cardiac and neurological workup during their hospital admission including MRI, cts, echo, and lab tests. Currently unknown if there are any significant findings. No further tia symptoms have been reported after the initial event. The devices used were soundstar catheter, octaray catheter, decanav catheter, varipulse catheter, carto 3 system, trupulse/ngen generator, and a qdot micro catheter were in the body during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).